Event description:
It was reported that during the implant procedure, inserting the atrial lead into the pulse generator was difficult. Eventually the lead was inserted into the header of the device using silicone oil. The lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.